Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition. Evidence of the error code was noted in the event log of the pump. The device then underwent motor testing, and the reported error 1870 was duplicated. This was a result of a faulty motor, and the most probable cause has been determined to be unknown. While no definitive problem source to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that while testing, a smiths medical cadd legacy had lec 1870. No patient involvement.